Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.5, lab: 6.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio: 4.5, reference: 6.9, mean: 5.70. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Previous investigation on strip lot #225323 (code sq5rq) from a previous case met accuracy criteria. No further investigation will be pursued. Customer is currently taking amoxicillin, which is a type of antibiotic drug. Antibiotics may interfere with coagulation test, as indicated in technical bulletin 101. Conclusion: data analysis of mean calculation from comparison test data provided by end-user revealed comparison of the two tests will not be accurate. The mean is >5 and the difference is >2.2 for the two inr values. No product is expected to be returned. Recent accuracy test records indicate product deficiency was not established. There is insufficient information to determine the root cause of customer's test result discrepancy. As of 03/10/2010, 6 discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.006%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required. On going trending shall be performed to determine if further action is warranted; corrective action not required at this time.